Event description:
Additional information was received from a manufacturer representative. It was reported that a ¿warning, low system memory¿ error message was displayed. It was noted that the error was reported as happening at multiple steps during the startup process. It was unknown what the likely cause of the issue was, as the manufacturer representative stated that they had not seen this issue before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. There were 2 sets of logs, but both sets were not from the date of issue. The case was raised for the year 2024 and the logs were from 2025 and also the one set of logs did not contain all logs info. The provided logs were not useful. No further logs will be provided. No logs or exams available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735821. Lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 2.1.0, h3: a manufacturer representative went to the site to test the navigation system. The system was performing as intended and no parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for a sacroiliac and thoracolumbar procedure. It was reported that the camera cart unexpectedly powered down in the middle of the case. Troubleshooting steps were performed. The site had the system plugged in overnight. It was noted that the camera cart was holding a charge at about 80% and had 15 minutes remaining. The main cart went down to 70% and stated that it had 5 minutes left of battery power. Nothing immediately shut down. It was further reported that both the main cart and camera cart had shut down. The manufacturer representative stated that they had just completed the second spin with the imaging system, and under the image acquisition screen the message kept popping up. After attempting to clear the message multiple times, the system shut down. There was less than an hour delay to the procedure. There was no impact to patient outcome.